Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands were random between the cables. Common causes of the failure are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation(s) not reported by site: the instrument was found to have a bent grip handle at the base of the grip, causing grip not to seat properly around the pin. Common causes of this failure mode are typically attributed mishandling/misuse. Bent grips with an offset <0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. A review of instrument log was performed. Per the review, the force bipolar instrument (part#: 471405-06 / k10220620 0008) was last used on (B)(6) 2022 on system sk1313. The instrument has four uses remaining after last use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that tissue got caught in the force bipolar instrument's exposed cable. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a force bipolar instrument had pieces of metal that were sticking out and were catching on the patient's tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.